Event description:
It was reported that during a lsh procedure, when cleaning the device, the tissue pad was detached. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Eval summary: the device was returned with the tissue pad missing. As the tissue pad was not returned, further eval could not be performed. Each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected during this inspection and testing. However, a corrective and preventive action has been initiated to address this issue. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.